Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the pump was turned to off state in (B)(6) since eri (elective replacement indicator) was approaching. The pump had not been in use for some time and had saline in the reservoir since (B)(6) 2014. At that time, the patient had a hip replacement and they decided the patient did not need the pump so it was changed to saline. Prior to being filled with saline, the pump had been used to infuse gablofen. The baclofen pump was not doing the patient any good. The patient¿s status at the time of event was alive ¿ no injury. It was later reported that the patient presented to a healthcare facility with suspected cellulitis in the right lower quadrant of the abdomen without tenderness to palpation and involved the patient¿s abdominal wall overlying the area of the pump. The patient was started on antibiotic therapy and transferred to another facility from a hospital. The patient experienced an infection and the pump and entire catheter were removed. It was unknown if the infection was related to the pump or catheter. Perioperative antibiotics were administered as a result of the event. The date of onset/diagnosis of the infection was approximately on (B)(6) 2015. Preoperative CT scan revealed an area of enhancement around the pump, as well an intraabdominal lesion representing a possible abscess. Operative findings found no gross purulence at either wound site. A limited amount of csf egressed from the lumbar catheter insertion site prior to its closure and the csf was grossly clear in appearance. The patient did not have meningitis. It was unknown when the patient¿s prior refill occurred. The signs and symptoms included redness (erythema). The primary location of the infection was unknown. A gram stain and culture was obtained from the device pocket and lumbar region. The type of organism cultured was unknown. Treatment instituted for the infection included IV antibiotics. The patient¿s outcome was unknown.